Event description:
On (B)(6) 201,2 customer reported that the manual probe, on the lh500 instrument, leaked. The leak was less than 1 ml and was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and realigned the rinse block that was misaligned to the probe. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Fse realigned the rinse block. (B)(4).